Event description:
According to the summons and amended complaint, in 2002, [pt] had roux-en-y gastric bypass surgery at [defendant hosp] performed by [surgeon]. As part of the procedure, [surgeon] divided bowel and secured each and of the divided bowel using the stapling device and staples designed, manufactured and sold by either [multiple defendants], and supplied by [defendant hosp] to [surgeon]." "By the next day, [pt] developed symptoms indicating that the divided bowel was leaking. [Surgeon] performed a laparotomy and found that the stapling device and staples manufactured by [multiple defendants] had malfunctioned in that the staples had failed to close when applied to the divided bowel, causing the bowel no leak. As a result, the [pt] developed multiple infections and other complications requiring numerous surgies and hospitalizations."